Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused, it showed 4 hours and 30 minutes left in the infusion, but heparin bag was nearly full. The heparin fluid was dripping into the chamber and the pump screen showed fluid was being provided during patient infusion at the healthcare technology department (htm). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1314492-2022-00737. All information can be found under manufacturer report number 1314492-2022-00737. Should additional relevant information become available, a supplemental report will be submitted..